Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. Service evaluation found a system error 345 alarms. A review of the event history log identified system error 345 alarms. The cause was determined to be a failing force sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at the baxter (B)(6) facility, it experienced a system error 345 (thermistor disparity) alarm. No additional information is available.